Event description:
Megadyne zip tip smoke evacuation cautery pencil's coagulation function did not work. Product was examined with no visible issues noted. Another product was then utilized without issue. FDA safety report ID # (B)(4).